Manufacturer narrative:
The lot number was not provided so a batch review of the finished good lot and components could not be reviewed at this time. Sterile samples were not available for testing / review. It is unknown if there are retained samples without the finished good lot number. No photos of the surgical site or broken device were provided for review, if samples, photos, additional information/lot number become available at a later date, the samples, photos or information will be reviewed and results will added to the file. As stated in the IFU for the devices, ¿adverse events including wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: ¿ the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition, or chronic medical condition. ¿ the surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. ¿ other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting. Without receiving the lot number to review the device history records and testing results, receiving sterile devices from this same lot to review/test, receiving photos of the surgical site/broken device or receiving detailed information regarding the method utilized to anchor the device in the tissue, the patient¿s health status (age, weight) and quality of the tissue, details regarding post-operative activity, physical therapy or injuries or falls that may have occurred, or the surgeon''s experience with the devices and/or technique, a definitive root cause for the reported event cannot be confirmed with certainty.

Event description:
It was reported by the surgeon that his colleague used stratafix suture. A fewdays post op the suture ruptured in the middle and the surgeon took the patientback to the or. Ethicon follow-up information:an external rapid response team conference call with the surgeon and staff from gbmc was held on 11-sep-2023 to discuss intra op and post op suture breakage. Surgeon reported that when this happens, it is not a clean break, but it tears longitudinally and appears frayed and uneven in the middle of the suture after the first or second pass in the opposite direction. Surgeon reports using device since it came out. Surgeon reported no extra force or tension while running the suture. Representative samples are expected to be returned. Discussed the manufacturing process and tensile strength testing. Next steps are to evaluate returned samples when they arrive. It was also reported that a colleague, dr. (B)(6) also experienced a patient with a post op breakage and took the patient back to the operating room to repair. (B)(4) was created to capture this event. Pe code remains as breakage as the surgeon described it as a break that looks frayed.